Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on february 3, 2018 with blood glucose of over 500 mg/dl at the time of the incident. The customer was at 259 mg/dl at the time of the call. The customer used manual injections and the pump to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had a low of 30 mg/dl on (B)(6) 2018. The customer also reported issues with bent cannulas. The insulin pump will not be returned for analysis.